Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the failure b30 error was not identified. Also, for the failure no image with gif-h180 and gif-q180 scopes, it is likely that the phenomenon occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated and the customer's allegation was confirmed. Further evaluation found that the device had a bad scope socket, loose connector where it does not hold the scope connector properly. Also found no image with gif-h180 or gif-q180 scopes due to defect in printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system center, they experienced error b30, scope communication, and the camera socket cable did not fit into place. The issue occurred during the procedure. There were no reports of patient harm or delay associated with the reported event.